Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was positioned medial on the mitral valve leaflets between p3 and p2 and a3 and a2. Additionally, challenging anatomy was observed. The leaflet assessment was performed; however, the clip was not easy to visualize due to the age of the patient and the heart position. It was not clear how deep the posterior leaflet was inserted inside of the clip but the clip was deployed and the mr was reduced to 1-2. After retracting the gripper line, it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip delivery system (cds) was advanced and the clip was implanted to stabilize the slda clip and reduce the mr grade. Mr was reduced to grade 1 with the two clips implanted. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information provided to abbott vascular, manufacturing records and complaint history for the reported lot were reviewed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database identified no other incidents for the reported lot. In this case, it is likely that the poor visualization and restricted posterior mitral valve leaflet resulted in suboptimal grasping of the leaflets, resulting in the clip detaching from one leaflet and remaining attached to the other leaflet. The investigation concluded that the reported single leaflet device attachment was related to a combination of patient anatomy and user technique / procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.